Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that this patient underwent implant of a neurostimulator system in conjunction with multiple other procedures within the same period. The patient remained in the hospital and the following day; they reported continued urinary urgency and frequency in addition to pain at the implant site requiring prescribed medication. It was noted that therapy was turned down because the patient had an indwelling catheter placed for the procedures the previous day. The patient was instructed on the use of their and adjusting therapy once the indwelling catheter was removed. The patient reported being able to feel the stimulation but denied discomfort. The patient was later contacted and confirmed their symptoms had improved and stimulation remained comfortable.

Event description:
It was reported that this patient underwent implant of a neurostimulator system in conjunction with multiple other procedures within the same period. The patient remained in the hospital and the following day, they reported continued urinary urgency and frequency in addition to pain at the implant site requiring prescribed medication. It was noted that therapy was turned down because the patient had an indwelling catheter placed for the procedures the previous day. The patient was instructed on the use of their and adjusting therapy once the indwelling catheter was removed. The patient reported being able to feel the stimulation but denied discomfort. The patient was later contacted and confirmed their symptoms had improved and stimulation remained comfortable.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Supplemental record being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The alleged device was not returned for evaluation. Without return of device, the reported event cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "urinary urgency" and "implant pain" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Block e1: initial reporter email.

Event description:
It was reported that this patient underwent implant of a neurostimulator system in conjunction with multiple other procedures within the same period. The patient remained in the hospital and the following day; they reported continued urinary urgency and frequency in addition to pain at the implant site requiring prescribed medication. It was noted that therapy was turned down because the patient had an indwelling catheter placed for the procedures the previous day. The patient was instructed on the use of their and adjusting therapy once the indwelling catheter was removed. The patient reported being able to feel the stimulation but denied discomfort. The patient was later contacted and confirmed their symptoms had improved and stimulation remained comfortable.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 supplemental record being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The alleged device was not returned for evaluation. Without return of device, the reported event cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "urinary urgency" and "implant pain" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.